Event description:
It was reported that a minimum fill issue occurred with pump on 4/22/26 and customer resolved issue by reloading same cartridge. Blood glucose was approximately 150 mg/dl. No additional follow-up was requested and case was documented and closed by technical support.